Manufacturer narrative:
Neither the device nor the films of applicable imaging were returned to the manufacturer for evaluation. Therefore, we are unable to determine a definitive root cause of the reported event. Medtronic is submitting this report to comply with FDA reporting if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent pedicle screw placement at t9-s2 due to non-union and broken pedicle screws (from another manufacturer).intra-operatively, tip of the screwdriver broke. The broken tip of the driver remained inside the patient. No patient complications have been reported.